Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 452453 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced varied thresholds ranging from 1 volt to 1.5 volts. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.